Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited under-sensing of premature ventricular contractions (pvcs) which caused false bradycardia alerts. Programming changes were made. The patient was in stable conditions.

Manufacturer narrative:
Further information was requested but not received.